Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Intraoperatively, the femoral component was found to be fractured.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records did not reveal any manufacturing deviations or anomalies. The device fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the device that could have contributed to fracture initiation and/or propagation to failure. The investigation could not draw any conclusions about the root cause of the low stress high cycle fatigue; however, the reported patient large physical stature ((B)(6)) is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary